Manufacturer narrative:
Ages/date of birth: unknown. Gender/sex: unknown. Dates of event: unknown. Expiration dates: unknown. Serial numbers: unknown. UDI numbers: unknown. Catalog numbers: unknown. Model numbers: unknown. If implanted; give dates: unknown. If explanted; give dates: unknown. (B)(4). The device was not returned for analysis. There were no serial numbers reported for the devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Hernstadt, j.d., chai, c., tan, a., and manotosh, r., (2019), three-year outcomes of descemet¿s stripping endothelial keratoplasty in eyes with pre-existing glaucoma drainage devices. Canadian journal ophthalmology. Https://doi.org/10.1016/j.jcjo.2018.12.012 issn 0008-4182. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: three-year outcomes of descemet¿s stripping endothelial keratoplasty in eyes with pre-existing glaucoma drainage devices. The publication reports two types of devices were used in the study (one was the baerveldt), and the complications were not specified to which device. The report describes 2 patients needing secondary surgery of cyclophotocoagulation, one early post operative complication of pupillary block requiring anterior chamber reformation, and 2 late complications: one with recurrent epithelial defect, and one with peripheral anterior synechiae. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.